Manufacturer narrative:
B3: event date march 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an issue with the transfer set, further described as "traction of the equipment parts", "where the white clamp disconnections from the twist clamp". It was reported that the transfer set "had a small crack". The patient experienced peritonitis. The cause was reported to be "due to the traction of the equipment parts". The patient was not hospitalized. The patient was treated with vancomycin ("5 doses", every 4 days, intraperitoneally) and ceftazidime intraperitoneally. It was reported that the patient recovered from the event 14 days after treatment was started. The transfer set was replaced. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, two photographs of the sample was provided for evaluation. A review of the photos showed a separation between the female connector and the main body. The reported condition of separation between the female connector and the main body was verified. The direct cause of the separation between the female connector and the main body was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. The second photo showed no visible damage to the twist clamp; however, a separation between the twist clamp and main body was identified due to broken occluder feet. The cause of the broken occlude feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.